Event description:
It was reported that the patient presented with rebound inflammation approximately one month after akreos mi60 implantation in the left eye. The surgeon was uncertain about the cause of the inflammation. The patient's bcva declined from 20/30+ to 30/40-2. The patient was prescribed steroids for inflammation treatment and was subsequently sent to a retinal specialist for further observation on (B)(6) 2011. Bilateral cystoid macular edema was confirmed and treated by the retinal specialist.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.